Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An optician reports, a pt with an overcorrection in the left eye following lasik surgery. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).